Event description:
We were informed on (B)(6) 2020 that our patient underwent an explant procedure in which nevectra system was explanted as it was non functional. The devices are not devices manufactured by boston scientific. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).